Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator was inoperable. The ventilator was not in use on a patient at th time the malfunction occurred. The evaluation and repair of the device is still in process.